Event description:
It was reported that the patient underwent a surgical procedure to explant his second inflatable penile prosthesis (ipp) device, five years after the components were implanted. The device had a very clear fluid leak, do to a hole at the joint of the tubing with the pump. It was noted that the tube had completely pulled away from the pump. All components were explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to explant his second inflatable penile prosthesis (ipp) device, five years after the components were implanted. The device had a very clear fluid leak, do to a hole at the joint of the tubing with the pump. It was noted that the tube had completely pulled away from the pump. All components were explanted and replaced. There were no patient complications.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the visual examination of the device identified that, although there were holes in the outer tube at the folds of both cylinders, the inner tubes were intact and the functional testing showed that the cylinders performed within specification. Therefore, the reported allegations were unable to be confirmed. The visual examination also identified a damage in the pump kink resistant tubing (krt); however the damage was consistent with explant damage. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump identified that the kink resistant tubing (krt) was worn out to the filament and ripped off from the pump. This damage is consistent with explant damage. The visual examination of the cylinders identified that there was wear at fold in both cylinder bodies. Holes were identified in the outer tubes, however the inner tubes were intact. Functional testing of the cylinders showed that the components performed within specifications. The pump was not functionally tested due to the damage observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.